Manufacturer narrative:
The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The glucose reagent lot number was 86009001 with an expiration date of 31-may-2026. The calcium reagent lot number was 88237901 with an expiration date of 31-dec-2026. The total protein reagent lot number was 88168301 with an expiration date of 30-sep-2026. The alt reagent lot number was 90655501 with an expiration date of 30-nov-2026. The creatinine reagent lot number was 88689201 with an expiration date of 31-mar-2027. The field service engineer found that the gear pump was out of specification. He flushed the reagent probe, checked the reagent assembly, and adjusted the gear pump. He ran precision and qc, which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable results for approximately 20 patients from the cobas 6000 c 501 (ul) analyzer. Representative data for two patients is provided as examples. Patient 1: the initial potassium result was 9.79 mmol/l, and the repeat result was 4.11 mmol/l. The initial glucose hk gen.3 result was 56 mg/dl, and the repeat result was 105 mg/dl. The initial calcium gen.2 result was 4.7 mg/dl, and the repeat result was 10.1 mg/dl. The initial total protein gen.2 result was 7.2 g/dl, and the repeat result was 8.6 g/dl with a data flag. The initial alanine aminotransferase (alt) result was 17 u/l, and the repeat result was 29 u/l. Patient 2: the initial sodium result was 120 mmol/l with a data flag, and the repeat result was 136 mmol/l. The initial chloride result was 75.2 mmol/l with a data flag, and the repeat result was 95.4 mmol/l with a data flag. The initial creatinine jaffe gen.2 result was 1.38 mg/dl with a data flag, and the repeat result was 7.55 mg/dl with a data flag. The samples were repeated on another cobas analyzer. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.